Event description:
It was reported that the blue clip was found broken upon opening the packaging. No patient was involved.

Manufacturer narrative:
The device was not returned; the blue clip was broken. A device history record review was performed, and found no issues during manufacturing. The failure mode could not be replicated; therefore, the root cause was not found attributable to the manufacturing process. However, manufacturing personnel were notified of the failure mode reported by the customer. The root cause of the problem was not identified.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08078 is no longer considered reportable, please disregard any MDR reports associated with it.